Manufacturer narrative:
Citation: chow sc. Transcatheter aortic valve implantation: the transaortic approach. Asian cardiovasc thorac ann. 2017 jun;25(5):357-363. Doi: 10.1177/0218492317702027. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) the transaortic approach. All data were collected from a single center between 2015 and 2016. The study population included 5 patients (predominantly male; mean age 78 years), all of which were implanted with medtronic corevalve evolutr (serial numbers not provided). Among all patients adverse events included: ischemic cerebral vascular accident, bleeding from the aortotomy site requiring reopening of the parasternal incision, and mild paravalvular leak (pvl). Based on the available information, no events were directly attributed to medtronic product. No additional adverse patient effects were reported.